Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there were an unknown quantity of false positive results. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: the batch history record (bhr) for batch 2312543 is satisfactory per internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2312543 for contamination. Retention samples from batch 2312543 (100 tubes) were available for inspection. No microbial growth was seen in 100/100 tubes from batch 2312543. For investigation of the complaint, retention tubes were incubated at 20 to 25 degrees c (5 tubes batch 2312543) and 33 to 37 degrees c (5 tubes batch 2312543). At 14 days incubation, no growth was observed in 10/10 tubes from batch 2312543. No return samples or photos were received for investigation. This complaint cannot be confirmed for contamination in batch 2312543. Bd will continue to trend complaints for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.